Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: webster cs with auto ID catheter (model# d-1353-04-s lot# 17575222m). Sounstar eco catheter (model# m-5723-17 serial# (B)(4)). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. During the transseptal phase, a pericardial effusion was noticed during the second transseptal puncture. The physician had difficulties with the transseptal procedure and it was aborted. The ablation catheter was in the body to occlude the first transseptal sheath lumen but never ablated. The ultrasound catheter and coronary sinus catheter where in the body as well. The physician then confirmed the tamponade using intracardiac echocardiogram. A pericardiocentesis was performed and 300 cc of fluid was removed. The patient was reported to be in stable condition. The patient spent an extra night in the hospital to monitor effusion and has since fully recovered. The physician¿s opinion on the cause of the adverse event was that the complication was caused by a difficult transseptal puncture and not involving biosense webster inc catheters. Physician said that possible anatomy was a contributing factor. The transseptal was performed with a sl1 needle. A st. Jude medical sl1, 8.5fr sheath was used. The patient did received anticoagulant and the activated clotting time was maintained at 250 to 300 seconds. There were no errors on bwi equipment during the procedure.